Event description:
Customer reported receiving a motor error alarm on the insulin pump during a set change and basal. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump primed properly during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window, and a scratched reservoir tube window.